Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.3 cm abdominal aortic aneurysm approximately one month ago. The proximal aorta was 23 mm in diameter and 21 mm in length. The right iliac artery was 18 mm in diameter and the left iliac artery was 16 mm in diameter. It was reported that the final angiogram showed a proximal type and a type IV endoleak. The type IV endoleak was near the flow divider of the bifurcated stent graft. The physician performed a touch up with a reliant balloon; however, the endoleaks did not completely resolve. The physician commented that the proximal neck direction was oblique. The physician thinks the neck diameter became larger than 23 mm due to the neck angulation. The main body was deployed below that angulation and that may be the reason for the proximal type 1 endoleak. No intervention was performed and the patient will be monitored.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).